Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Device data was insufficient to obtain battery status, and a memory download could not be performed. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this device was explanted after 66.8 months of implant and returned with no allegation from the field. Device technical analysis noted that the device had no output and no telemetry.